Manufacturer narrative:
Upon receipt, item will be forwarded to manufacturer for analysis.

Event description:
Lid on container not closing properly. Latch closes securely, but metal latch has a rough finish. Staff member cut hand on latch.